Manufacturer narrative:
Further review prompted a change in the device analysis results.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis revealed that the radio frequency programmer head's cable was damaged (cut), and it was therefore replaced and the programmer head passed all functional and systems tests. Product ID 2090 programmer.

Event description:
It was reported that the programmer will not load the latest software release, and the wireless communication feature does not work. The programmer was returned for repair. No patient involvement or complications were reported as a result of this event. It wasfurther reported that the radio frequency programmer head which was returned as an associated device along with the programmer subsequently tested out of specification during manufacturer's analysis.